Event description:
It was reported that the user experienced hypoglycemia with 54mg/dl reported, after announcing and eating a smaller-than-usual meal while blood glucose was already trending downward, with a noted device factory reset occurring approximately two weeks prior and counseling provided on appropriate meal announcement timing and amounts. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrates, no need for medical intervention, and recovery with glucose rising above 70 mg/dl. Investigation included review of device-reported glucose trends, user report, and troubleshooting with education on meal announcements. Investigation of this case revealed no device malfunction reported and a likely mismatch between meal announcement and actual carbohydrate intake during a downward trend. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.